Event description:
Country of complaint: (B)(6). During the surgical procedure, the thread was fraying when it pass through the tissue.

Manufacturer narrative:
Manufacturing site evaluation: review of stock: we have no stock available for this product code and batch number. However, our qc department has 10 units of this code/batch. Background: database of complaints were reviewed and verified to date there are no reports related to this product code, batch number. Batch record: manufacturing batch documentation was reviewed and no deviations or alterations were evident during the process. Further documentation of the analysis performed on the raw material was reviewed, which met with the approval of the yarn to manufacture the batch. The analysis of tensile strength in the knot to release the batch met the requirements of the OEM. The sample received was subjected to an inspection of the stereoscope, which break the yarn and the same was observed delaminating. Ten samples obtained from quality control; resistance test was performed at the node, products meet specification. According to our research, this is attributed to behavior in some sections of polypropylene yarn, associated with inadequate polymerization, which can be produced by a temperature differential during extrusion. This is considered an isolated incident, no CAPA required.